Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s pdrn reported that during drain 1 of 4, an air detected in cassette warning occurred multiple times. The patient rebooted the cycler but a power fail recovery warning occurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid leaked from the cassette and fluid found coming out of the pump heads inside the cassette door. The pdrn was advised to have patient discontinue the use of the cycler. In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s pdrn reported that during drain 1 of 4, an air detected in cassette warning occurred multiple times. The patient rebooted the cycler but a power fail recovery warning occurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid leaked from the cassette and fluid found coming out of the pump heads inside the cassette door. The pdrn was advised to have patient discontinue the use of the cycler. In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.